Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient fainted when their blood glucose (bg) values dropped to less than 40 mg/dl. For treatment, their spouse gave them a glucagon shot. The pod was worn between 1 and 4 hours on the abdomen. The pod was discarded.